Manufacturer narrative:
H10: the actual devices were not available; however, one-hundred-forty-two (142) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clamp function testing and priming the set, with no issues noted. Clear passage testing and pressure testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified numbers of non-dehp standard bore catheter extension sets were not working. The event was further described as; when priming an intravenous (IV) fluid, the IV fluid would not run through the tubing and would leak around. There was no patient involvement. No additional information is available.